Event description:
It was reported that an scs trial patient experienced nausea, vomiting and fever. Reportedly, patient was later diagnosed with meningitis. The trial leads were pulled out and patient placed on antibiotics. Patient¿s symptoms have resolved.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a trial patient failed to show up for their lead pull. The patient present to the ER complaining of nausea, vomiting and a fever. The patient was diagnosed with meningitis. It was reported the symptoms were not associated with the scs system. The trial leads were removed, and the patient was placed on antibiotics. It was reported the patient recovered from meningitis. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.